Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two signal artifact monitor (sam) events. It was unknown what the patient was doing at that time. Technical services (ts) reviewed device data and found that the right atrial (ra) and right ventricular (rv) disabled respiratory rate sensor/minute ventilation (mv) due to out-of-range pace impedance measurements. All other lead measurements appeared to be within range and the most recent presenting electrogram (egm) appeared to be normal. Ts indicated that the respiratory rate sensor would only need to be turned back on per the physician's discretion. No adverse patient effects were reported. This device remains in service.